Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) in a low-add study in surgery and experienced a small radial tear in the anterior capsule. It was stated that the surgeon contributed the tear to patient noncompliance and not to the abbott medical optics (amo) product. The patient was said to be moving and sneezed during the surgery. It was reported that the surgeon does not anticipate any complications resulting from the tear. It was stated that the lens centered well. No sutures were required.

Manufacturer narrative:
(B)(4). Manufacturing record review indicates that all results were within specification. All 1mtec30 cartridges were released within specification when this lot was completed. Placeholder.